Event description:
Report rec'd from foreign facility as "underinfusion, 250%. No further info available.

Manufacturer narrative:
08/25/1998: h6-primary finding of device analysis revealed no device failure, no anomaly found. The device passed all infusion testing, and the reported event could not be duplicated.